Manufacturer narrative:
(B)(4). The patient experienced the air embolism on an unreported date in (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an air embolism during a procedure in which a clearlink solution set was used. The cause of the event was unknown. The set was being used to infuse unknown IV fluids prior to a CT scan (computerized tomography scan). No contrast was given during the CT scan. The indication for the CT scan was not reported. There was no noted defect or issue with the set prior to use. It was not reported if the patient was hospitalized for the event. It was reported that the patient did not require any medical intervention and there was no change in the patient's outcome due to the event (no further detail was provided). No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.